Event description:
This report is filed for death more than 3 years post mitraclip implantation. The physician is unable to assess the relationship of the clip to the death. It was reported that on (B)(6) 2011 two mitraclips were successfully implanted in a patient with functional mitral regurgitation (mr), reducing mr from grade 3 to less than 1. On (B)(6) 2014, the patient died in his sleep. The cause of death is not known. The study physician is unable to assess the relationship of the device to the patient's death. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: adverse event box unchecked. Death box unchecked. (B)(4). Per the physician, the death was unrelated to the device or procedure.

Event description:
Subsequent to the initial medwatch report, the following information was received: per the physician, the death was unrelated to the device or procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the device history record revealed no non-conformances for this lot that would have contributed to the reported event. There was no reported device malfunction. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.